Manufacturer narrative:
Philips has investigated this complaint. Diagnostic procedure was being performed. A remote service engineer (rse) checked the system remotely and confirmed the issue. A philips field service engineer (fse) inspected the system on site and reconnected the wiring to the plug safely and turned on the system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a cable from the azurion's table was pulled, and the insulation tore, exposing wire sparking. The device was in clinical use. The study was stopped and moved to a different room; however, no patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and reconnected the wiring to plug it safely. The device was returned to use in good working order.